Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded up and down button keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked belt clip slot and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose level was not included in the report. Nothing further reported.